Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified sensor scan results in comparison to unspecified readings from a competitor brand. It is unknown whether the customer noted a trend arrow on the device. The customer removed their Omnipod pump and experienced numbness. The customer then self-treated with 10 IU of long-acting insulin and 5 IU of rapid-acting insulin to counteract the 308 mg/dL on a capillary test. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.